Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob confirming the reported clinical observation that the fiber was not operating as intended. It is probable that manipulation during insertion of the fiber into the scope contributed to the break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that, during a photo-selective vaporization of the prostate procedure, the fiber stopped working after one second of use. The procedure was completed using a second fiber without patient complications. It was noted that, other than the fiber not working, no anomalies were noted in regard to either the fiber or the procedure.